Event description:
Event description boston scientific received information from the daughter of the patient with this pacemaker. The daughter reported that the pacemaker did not pick up, and that the patient passed away two days after implant. The patient had been admitted to the hospital for enteritis, and during her hospital stay she experienced episodes of bradycardia and tachycardia. As a result of the bradycardia, this pacemaker was implanted. However, the day after the device was implanted, the patient experienced another bradycardia episode. It was reported by a physician that the pacemaker apparently did not capture, and as a result the patient succumbed.

Manufacturer narrative:
Event conclusion based on the available information, this device was buried with the patient and will not be returned. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received.